Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that the device auto-discharged at 200 joules to a pt with a non-shockable rhythm. Complainant indicated that the pt had a "do not resuscitate" order and subsequently expired.